Manufacturer narrative:
The device along with the hemopro tool was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The c-ring was separated and returned with the device. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Signs of exposure to heat at the c-ring fracture sight were observed. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity to the c-ring. Based on the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A ship history review identified that there are 3 possible lots for this product. A lot history record review was completed for the following lot numbers, 25095952, 25091244 and 25089160. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).

Event description:
The hospital reported that during the meddle of an endoscopic vein harvesting procedure, the c-ring separated from the vasoview hemopro 2 and came out in two pieces. The pieces fell into the patient and were retrieved through the original incision. A replacement device was used to complete the procedure. The pa stated that the jaws emit a lot of heat when they are close to the c-ring on a short anterior branch, it seemed to melt the plastic of the c-ring. It was reported that the c-ring was not positioned correctly and the generator was set on four instead of the recommended setting of 3. The sales representative reviewed the techniques with the account. The hospital did not report any patient effects. The product is returning. The customer stated that it was his own fault and not fault of the device.